Event description:
The reporter stated that the manta ray plate-spring arm locking mechanism broke at the left c3 level screw hole. The plate was removed. Vertebrae c3 and c4 had not fused. The pt had complained of severe neck pain and trouble swallowing prior to the revision surgery. Integra has requested additional clinical information. (Two of the screws securing the plate broke at the top level of the three level plate (c3-c6) the fragments of the top screws were repulsing from the plate. C4-c6 fused successfully. The screw shafts at the c3 level remain in the vertebral body).

Manufacturer narrative:
An investigation has been initiated based upon the reported information.